Manufacturer narrative:
The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an end-user on (b)(5) 2015, a contact lens tore during wear causing extreme pain and blurred vision for almost a week. Further information received by the end-user was received on (B)(6) 2015: the end-user reports that this was the second torn during wear event associated with this lot number, and had experienced additional torn during wear events in the past. The date the event occurred was (B)(6) 2015, with the right eye (od) affected. The end-user reported symptoms of red eye, blurry vision (even with glasses), and having trouble keeping the eye open "for days" the symptoms of pain and blurry vision were both immediate and constant. The end-user sought medical attention on (B)(6) 2015 and was diagnosed with a scratched cornea and scar; the end-user also provided a copy of a "personal health record" for this (B)(6) 2015 medical visit, listing the snomed-CT diagnosis code as (B)(4) (corneal scar). The end-user reported that glasses were worn during the event and that she has since been advised that she could resume contact lens wear, but to wear glasses whenever discomfort is felt; the end-user reported that she would seek further medical attention if symptoms continue to be bothersome. Additional information has been requested but not yet received.